Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system were used during an endoscopic retrograde cholangiopancreatography (ercp) with endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. Reportedly, the axios stent was being used in the duodenum for a gastrojejunostomy. According to the complainant, during the procedure, the stent was successfully placed. However, it was noted immediately after placement that the stent had perforated the patient's duodenum adjacent to the placement site. The stent was removed and the perforation was temporarily closed with a bear claw device. The patient was sent to surgery. Attempts to obtain additional patient and procedure information have been unsuccessful to date. If any further relevant information is received, a supplemental MDR will be filed.